Manufacturer narrative:
The device was returned for evaluation. A visual inspection confirms the device is broken in three pieces. All pieces were returned. The device shows signs of extreme. The device was manufactured in 2006. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in a tka procedure, the genesis ii universal extractor broke in case. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.